Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump was received with minor scratches on lcd window. The pump was received with battery cap. (B)(4).

Event description:
The customer reported via phone call indicating a button error and lost battery cap on the insulin pump. The customer's blood glucose was unknown. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.